Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 360.5 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). No symptoms were reported. The pump logs were read, and the pump had two motor stalls and recoveries. (B)(6) 2019 motor stall occurred at (B)(6) am; (B)(6) 2019 motor stall recovery at (B)(6) am; (B)(6) 2019 motor stall occurred at (B)(6) pm; (B)(6) 2019 motor stall recovery at (B)(6) pm. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed a failed lab dispense test that was above specification. Analysis noted that no cause was identified regarding the short duration motors stalls seen in the printout/logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Method, results and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was replaced (B)(6) 2019. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not determined. The patient was referred to a neurosurgeon for replacement. The motor stalls have not been resolved. The patient¿s weight was unknown.